Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a damaged screen. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has a damaged screen. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) verified missing pixels on the upper display. Isolated failure to top display lcd assembly. Fse replaced top display lcd assembly assay (d160-00-0127) and also replaced expired o-ring (d354-00-0208). Performed all functional checks, calibration, performance tests, preventive maintenance, and safety checks, then returned the unit to clinical service.

Event description:
N/a